Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, it was reported that there have been no additional issues.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient complained of inadequate pain relief. On (B)(6) 2015, a reservoir volume higher than expected in the pump was observed. The physician believed the issue was related to a potential catheter kink due to the patient's anatomy. It was later reported that during a follow-up appointment on (B)(6) 2015, the pump reservoir volume was checked, and there were no issues observed. The medication daily dose was increased, and the pump therapy was continued. The device remains implanted in the patient.